Event description:
It was reported that during an intervention to the narrow renal arterial trunk with moderate, concentric calcification and 90% stenosis, the 6 x 18 mm rx herculink elite stent delivery system (sds) was advanced to the lesion. The stent was deployed and a dissection occurred in the proximal part of the deployed stent. The sds was retrieved and discarded. Another 5 x 18 mm herculink elite was deployed, proximally overlapping the first to cover the dissection and complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is listed in the herculink elite instructions for use in the stent placement precautions section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4).